Event description:
It was reported that customer was hospitalized with dka. Customer was dehydrated from vomiting prior to hospitalization. Family member stated that they did a complete change friday and he began to run high early saturday morning. Family member stated that they never changed the reservoir and tubing during those changes.